Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a blood glucose level of 616 mg/dl. The customer stated she changed her insulin and infusion set and did not eat any carbs. She tried changing her insertion site to an area with no scar tissue. The customer was hospitalized on (B)(6) 2014 around 4 pm with a blood glucose level of 580 mg/dl. The customer was treated with an IV. Standard troubleshooting was declined. The product has been returned. Nothing further was reported.